Event description:
It was reported to MFR, by facility, (B)(6), per facility over the week-end they were using the lift to transfer a resident when the main bolt that comes out of the top of the scale broke off causing the resident to fall. The resident was over their bed at the time and fell back onto their bed; no injury was reported. This will be reported as a could have caused or contributed to an injury. (B)(4) was issued to get spreader bar and scale back for eval. In addition the MFR of the scale has been notified.